Event description:
It is reported that when the surgeon was pounding the trial down into place, it snapped.

Manufacturer narrative:
Evaluation summary: due to repeated use and repeated autoclaving, the condition of the part appears to be a result of normal wear and tear. Evaluation codes: as returned, the posterior portion of the provisional base plate has fractured off. Strike marks are present on the superior surface of the provisional. The tibial provisional has a potential field age of just over 4 years. The manufacturing documentation is in order and appears to be conforming. Device history records indicate all components were manufactured and inspected to specification.